Event description:
Ous MDR - it was reported that the pt complained about syncope. Pacing pauses were seen. The pacemaker system was then exchanged as a precaution. An event date of (B) (6) 2009 was given. No explant date was provided. Protos dr/cls, (B) (4), MDR 1028232-2009-01659.

Manufacturer narrative:
Ous MDR - during the analysis of the lead, abrasion on the insulation, but no fraying was found, 56 cm distal the connector pin. The observed damage manifestation requires an excessive mechanical load of the lead over a longer period of time. This is probably due to the position of the lead in the implanted state. Diagnostic images to characterize the positional relationship of the implanted system were not available for analysis. The cuts in the outer insulation and the deformations of the inner and outer conductor helix are probably due to the explantation process. The analysis did not find any indications of material defects and mfg errors at the lead. The pacemaker also underwent analysis. The analysis results of the pacemaker did not show any indications of a material defect or mfg error. The pacemaker is within all specifications.